Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. The customer reported, the generator has been used successfully in two other cases subsequent to this incident. They have elected not to return the generator. If the generator is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported, the initial impedance was around 600 and the needle pulsed after a few seconds. Although, the generator was rebooted and pad was replaced, the situation was the same. The doctor tried a different needle electrode. Although impedance was lower (approx 120), pulses occurred only after 10 seconds. The procedure was aborted. The patient is okay.